Manufacturer narrative:
The icy catheter in complaint was returned incompletely. Therefore, functional testing could not be performed. A visual inspection of the returned catheter was performed. The catheter was returned without manifold and luered tubings. The catheter shaft was completely cut off at 1cm away from the distal end of the manifold. Observed blood residue in the balloons. Unable to perform the pressurized functional testing due to the condition in which the catheter was received. However, blood was observed inside of the balloons, this typically is indicative of a leak somewhere in the catheter. The catheter end with the lot number was cut off from the catheter assembly, a device history record review could not be performed. This is not a product failure. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Additional information: the md cut the catheter to put the guidewire through for the new icy catheter placement.

Event description:
As reported, during the patient treatment, the thermogard xp ivtm system generated an air trap alarm and the saline bag was noted almost empty. The icy catheter was checked for leaks and in and out luers were flushed. The blood was noted returning from the catheter luer. The icy catheter leak was suspected. The catheter was replaced to continue the patient treatment using the same console. No consequences or impact to the patient.